Event description:
It was reported the patient's ipg had been explanted. The explant date is unknown at this time. The patient is scheduled to meet with his doctor on a later date.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.